Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The enterprise stent was used during an emergency for an ischemic stroke. The operator states that the 22mm enterprise would not advance through the prowler. They tried with a 28mm stent and had the same result. They switched micro-catheters (same product code) and tried again. They successfully placed the 28mm stent. The operator seems to think there was something wrong with the micro-catheter. The 22mm stent appears to be stuck in the hub. The physician used this in an emergency as a last means effort to save someone's life. This was this first time using the product. He states that the enterprise was hubbed out to the micro-catheter.

Manufacturer narrative:
A non-sterile microcatheter prowler select plus was received coiled inside of a plastic bag. The hub was inspected and it was obstructed by one stent. The body shaft was inspected and flat sections were found on it. The ID of microcatheter was measured and was found within specification. The nub was inspected under microscope and it was obstructed by one stent. The distal section of the device was inspected under microscope and the flat sections found on the visual analysis were confirmed. The stent was removed from the hub without difficulty, the received microcatheter could be flushed using a lab sample syringe (nipro); after that one 0.018" guide wire lab sample was inserted from the hub of the microcatheter and it can pass through the devise until it got stuck on the flat sections found in the distal section of the microcatheter and could not pass through the microcatheter's distal tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'luer hub obstructed' was confirmed. The obstruction was due to the stent was delivery in the entrance of the hub, once the stent was removed from the hub without any difficulty, no obstruction was perceived on the hub. The cause of the stent located in the entrance of the hub and the damages found in the devise (flat sections) could not be conclusively determined; however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process, in addition inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00385 and 1058196-2011-00001. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the enterprise was used off label for last means emergency effort for an ischemic stroke. The operator states that the 22mm enterprise would not advance through the prowler. An attempt to use a 28mm stent and had the same result. The microcatheter was switched to another microcatheter with the same product code and the 28mm stent was successfully placed. The operator thought there was something wrong with the microcatheter. The 22mm stent appears to be stuck in the hub. This was the operator's first time using the product. He states that the enterprise was 'hubbed out in the micro-catheter.' No further information has been obtained with additional attempts to determine if the enterprise introducer was fully seated and secured in the hub of the microcatheter or whether the first microcatheter was exchanged over a guidewire. The analysis of the returned device found that the stent distal ends were deformed. A non-sterile prowler select plus microcatheter was received coiled inside of a plastic bag. The hub was inspected and it was obstructed by one stent. The body shaft was inspected and flat sections were found on the distal end. The ID of the microcatheter was measured and was found within specification. Hub was inspected under microscope and it was obstructed by one stent. The distal section of the device was inspected under microscope and the flat sections found on the visual analysis were confirmed. The stent was removed from the hub without difficulty. The received microcatheter could be flushed using a lab sample nipro syringe. After that one 0.018" guide wire lab sample was inserted from the hub of the microcatheter and it passed through the microcatheter until it got stuck on the flat sections found in the distal section of the microcatheter where it could not pass through. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process related to the reported complaint. With initial functional testing of the returned prowler microcatheter the obstruction was due to the stent at the entrance of the hub. Once the stent was removed from the hub without any difficulty, no hub obstruction was found. Based on the available information and the analysis, the cause of the stent located in the entrance of the hub and the flat sections found on the distal end of the device could not be conclusively determined. However, because the microcatheter would have been advanced over a guidewire to position at the target site prior to introduction of the stent, it appears that the flattened sections on the distal end of the microcatheter, which would not have impacted the stent insertion into the hub, may have occurred with post procedure handling/packaging for return. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, the introducer is not fully seated in the microcatheter hub or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. If the stent damage noted on the returned device was present during manufacturing assembly, it would have prevented loading into the introducer. The stent damage may have occurred if it was advanced in the presence of a gap due to incomplete seating of the introducer. With review of the analysis of the returned prowler select plus microcatheter, the enterprise stent and the DHR reviews there is no indication of any device manufacturing issues impacting the event. Procedural factors may have contributed to the reported event. Therefore no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00385 and 1058196-2011-00001.